Manufacturer narrative:
Citation: tovia-brodie o et al. Use of electrophysiological studies in transcatheter aortic valve implantation. Arrhythm electrophysiol rev. 2020 jun 3;9(1):20-27. Doi: 10.15420/aer.2019.38.3. Earliest date of publish used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature article regarding the contemporary data on the use of electrophysiological studies as a predictor of permanent pacemaker implantation in patients who undergo transcatheter aortic valve implantation. All data was collected from a secondary review of twelve studies published between 2011 and 2018. The study population included 715 patients (demographic information not disclosed). Of those, approximately 395 patients were identified as having been implanted with medtronic corevalve transcatheter valves. No serial numbers were provided. One of the studies included in the secondary review reported five deaths. The causes of death comprised: sudden cardiac death (3), heart failure (1), and unknown reason (1). Multiple transcatheter valve types (self-expandable and balloon-expandable) were involved in that study. None of the deaths were directly associated with medtronic product. Among all patients, adverse events included: new conduction disturbances necessitating permanent pacemaker implantation. Conduction disturbances that occurred: complete atrioventricular block, high-degree atrioventricular block (with or without pacemaker implant), left bundle branch block (with or without pacemaker implant), first-degree atrioventricular block, prolonged atrium-his and/or his-ventricular intervals, infrahisian conduction delay, syncope, and sick sinus syndrome. Based on the available information, medtronic product was associated with the adverse events. No additional adverse patient effects or product performance issues were reported.